Manufacturer narrative:
The laser machine was examined and tested by an amo field service specialist (fss). The fss checked system optical alignment, autocorrelation, optics¿ cleanliness, and gel. The fss found autocorrelation average was 677.8. The fss found no issues with the operation of laser equipment. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a stage 1 diffuse lamellar keratitis (dlk) on the both eyes (ou) at 1 day post-operative exam. Topical steroid drops were increased to resolve symptoms. The patient had no complaints/comments. The surgery center reported the symptoms were resolved within 5 days of initial treatment. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -6.50 x -1.00 x 165, left eye pre-op 20/20 -6.75 x -1.00 x 0.